Event description:
The physician removed and replaced the multifocal intraocular lens (iol) without complication, due to the patient's intolerance of the glare and halos she experienced. Lens was implanted during a refractive procedure.

Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced without complication due to the patient's blurry vision and undesired visual outcome.

Manufacturer narrative:
The lens was received in a condition, 2 pieces, that precludes diopter measurement. Batch records are currently being reviewed. Lens met all specifications prior to release.

Manufacturer narrative:
The diopter could not be measured due to the condition of the returned iol. Batch records were reviewed and showed no deviations. Visual inspection of the present optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 12.5 diopter of this lot number. A review of the historical complaint data base revealed that no similar complaints from this lot number were received. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.